Manufacturer narrative:
The device was returned undeployed. Upon opening the pod, the needle mechanism fired and the linkage assembly fully retracted. Score marks were found on the underside of the top housing indication interaction between the linkage assembly and top housing. Investigation of the needle mechanism concluded that a bowed mechanism rail caused the linkage assembly to get stuck between the reservoir and top housing, thus preventing needle and cannula deployment and contributing to the reported needle mechanism failure. The download data showed timeouts and a drive stall after the priming sequences. The drive stall caused a 0x40 as the rotational sensor maximum open count was exceeded. Because the drive stall occurred after the priming sequence it could be concluded that it did not contribute towards the reported symptom code. Rerun of the device did not replicate timeouts or a drives stall or the hazard alarm. Inspection of the drive mechanism found brass shavings on the lead screw. It could not be conclusively determined if the observed brass shavings caused the high pulse widths with drive stall. The exact cause of the high pulse width, drive stall and subsequent 0x40 alarm could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient removed the pod after wearing the pod for less than 1 hour due to not feeling the cannula insert into the skin. When removed, the cannula was not visible outside the pod, indicating it did not deploy as intended.